Event description:
It was reported that the patient underwent a cervical procedure and then a cage was implanted at c3/4. It was reported that pre the implantation of the cage, the patient already had an anterior fixation plate at c4-c6. There was no complication being noticed during the implantation of the cage. The x-rays taken 11 weeks post op show that inferior screw backed out. The patient is asymptomatic. No revision surgery is reported at this time.

Manufacturer narrative:
(B) (4). Implant remains implanted, product return is not possible at this time. Immediate post-op and 11 weeks post op x-rays were reviewed. They show two lateral views of cervical spine with peek cage at c3-4 and old acdf at c4-c5-c6. Degenerative arthritis noted at c6-c7. Lower screw had backed out below nitinol rod. Same flattening of screw trajectory has occurred at immediate post op film as it has in the backed out film.